Event description:
Philips received a complaint on a patient monitor efficia cm10 indicating the spo2 reading is incorrect. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting with the customer biomedical engineer. The results of the analysis indicate no issue was found related to the spo2 function. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was unable to be established. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.